Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10" message followed by a "replace sensor" message after 10 days of wearing the freestyle libre sensor. As a result of being unable to obtain results customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of coca cola by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. H4 - device mfg date was incorrectly documented in the follow up #1 MDR. H4 has been updated.

Event description:
Customer reported receiving a "scan again in 10" message followed by a "replace sensor" message after 10 days of wearing the freestyle libre sensor. As a result of being unable to obtain results customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of coca-cola by a third-party. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported, receiving a "scan again in 10" message. Followed by a "replace sensor" message after (B)(6) days of wearing the freestyle libre sensor. As a result of being unable to obtain results, customer experienced a loss of consciousness. And was unable to self-treat, requiring treatment of coca-cola by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint. And it has been determined, that there was no indication ,that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Section h4: (device mfg date) - has been updated, based on the extended investigation. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to audra fuentes, +1 510-749-5297, audra.fuentes@abbott.com.